Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation but the images provided were reviewed, and the breakage was confirmed. The clinical/medical investigation concluded that, per complaint details, a revision was performed due to breakage of the bcs post approximately 10-12 years post tka in a male patient , >100kg. Reportedly, the intra operative treatment was removal of the broken poly and the broken tip and replacement with a new polyethylene. It was communicated that no further clinical information will be forthcoming. Based on the information provided, the root cause of the reported event could not be definitively concluded. Patient impact beyond the reported breakage and subsequent revision could not be determined. The current patient status remains unknown. No further medical assessment could be rendered at this time. Should clinically relevant documentation become available in the future, this case may be re-opened/re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but are not limited to traumatic injury, abnormal loading of limb or excessive forces applied to implant. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that after 10-12 years of thr surgery a revision surgery was made on (B)(6) 2021 because a journey device presented the tip of the bcs post broke off. Current health status of the patient is unknown.